Manufacturer narrative:
(B)(4).

Event description:
Updated to: it was reported that the patient's battery was "completely dead." Later, the patient saw and end of service (eos) message. Later yet, the implantable neurostimulator (ins) was "dead" and had not been functioning for "at least a year." The patient had charged the ins battery "last year and it just died." The patient had a loss of therapeutic effect. The patient had not had the device checked, but had made an appointment with a healthcare provider (hcp) for september 11th. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2011-05364

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was going to have the device removed. She wondered what was the degree of recovering because she only had 72 hours and had to go back to training. The implantable neurostimulator (ins) had been dead since 2011 and had not worked and when she tried to charge the ins it would not charge. The implant stopped working but not completely and would not charge and she could "barely feel the charge." The patient wanted to know how many leads and electrodes she had in the back. She also wondered if she could have an MRI to find out where everything was in the body and once the device was removed from the body if she could have an MRI of the shoulder. She asked if it would be difficult to remove the wires due to scar tissues. It was noted that she had a chance of having a spinal fluid leak or paralysis from the operation. The patient was scared due to issues from a prior surgery. The patient had gained weight and asked if there was a rough idea on how a surgeon would remove the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the battery would not charge and was still at 50% but it would not charge. The patient said she used the unit until it completely died. The device stopped working in 2011 and was removed.

Event description:
It was reported that an eos/eol message was received. It was recommended that the ins be replaced.